Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding an empty drain bag which occurred on the homechoice during use at the end of therapy. The hp stated that the drain bag was completely empty even though therapy was over. The baxter technical services representative had the hp check the area around the drain bag for the leak. The hp stated that there was some wetness around the bag connection. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.